Event description:
The customer stated that during morning checkout, unit gave defib error 011.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. Testing confirmed the complaint. Investigation isolated the fault to an ic (integrated circuit) chip that was not operating. For precautionary reasons, the internal circuit board that this ic was located on was replaced. The device passed acceptance tests afterwards and was subsequently returned to the customer.